Event description:
It was reported attempting 20g 10cm powerglide. Catheter would not advance after the guide wire was deployed. Pulled unit out of arm. Noticed the tip of the angio looked different. Upon measuring and comparing the angiocath. It appears shorter by 6cm and tip does not look like the others. They are unable to determine the location of the retained catheter. Imaging was not done. Retained catheter has not been removed. No adverse injury or event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.